Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high threshold measurements one day post implant. A chest x-ray was done and showed the rv lead has dislodged. A lead revision procedure was performed; however, when the physician attempted to adjust the lead, it would not adjust. The physician then removed the lead from the heart tissue in order to reposition it. At which point the helix would not retract. The rv lead was then explanted and replaced. No additional adverse patient effects were reported.